Manufacturer narrative:
As of (B)(6) 2016, the suspect device has not been received for evaluation. It is unknown if multiple devices are affected. The customer has not replied to our multiple requests for details regarding the reported incident. At the time of the reported incident, the customer stated there were no known patient infections or injuries. If further information becomes available, a supplemental MDR will be filed accordingly. As of (B)(6) 2016, device not received.

Event description:
Customer reported that during routine testing of their endoscopes to ensure disinfection, they detected an infectious microbe that is vancomiacin resistant. No further details were provided by the customer.